Event description:
Post operative complications were reported in retrospective review of medical records, radiological studies and clinical evaluations on 36 patients who underwent 1- or 2-level cervical total disc replacement (tdr) an artificial disc and were followed up for more than 12 months. The patients received medical treatments for at least 6 months prior to surgery without success and preservation of range of motion at the proposed treatment level were demonstrated by dynamic (flexion-extension) radiography. Of the 36 patients, 20 patients underwent 1-level cervical tdr with artificial disc and 16 patients underwent 2-level tdr. Standard radiographs were obtained during follow up and clinical outcomes assessed at the same time points. The mean duration of CT follow-up was 19.03 ± 4.64 months; the mean duration of clinical follow-up was 26.78 ± 7.20 months. There were no other complications, such as instrument failure, wound infections, or neural injury. It was reported that eighteen patients had heterotopic ossification (ho) formation detected by CT scans. Six patients who had undergone single-level tdr had ho at the treated level. Twelve patients who had undergone 2-level tdr also had ho-at one level in 5 patients and at both levels in 7, for a total of 19 levels with ho in patients who had undergone 2-level tdr.

Manufacturer narrative:
Literature citation: tu, tsung-hsi et al. Heterotopic ossification after cervical total disc replacement: determination by CT and effects on clinical outcomes. J neurosurg spine 14:457-465, 2011. The mean age of the study patients was 46.6 years; ages ranged from 29 to 60 years. Study consisted of 21 men and 15 women. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes

Event description:
According to (B)(4) grading, there were 9 levels with grade 1 heterotopic ossification (ho); 13 with grade 2 ho; 2 with grade 3 ho; and 1 with grade 4 ho.